Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited low cylinder strength; therefore, a surgical procedure was performed to add additional saline to the cylinder. No components were removed during the procedure. There were no patient complications.